Event description:
It was reported to philips that the system gave a remote alert indicating the host computer was unable to communicate with the flexvision computer, which can impact booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer remotely and unable to replicate the reported issue. A review of the system logfiles found that the host pc was unable to communicate with the flexvision pc. Following troubleshooting efforts, the rse determined that the system was functioning normally without any issues.